Event description:
During a myosure procedure for uterine tissue removal, the patient had a fluid deficit of "1000cc plus" and an "oxygen saturation [of] 4.39." The "polyp" was removed, but the procedure was "stopped due to the patient oxygen saturation." There were no signs of an "air embolism." The patient was admitted into the hospital for observation and discharged on (B)(6) 2011. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as product identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) warnings: hysteroscopic fluid (i.e., 1.5% glycine) intake and outflow should be monitored. Any system delivering high pressure inflow to a patient increases the risk for fluid overload. To reduce the risk of hypervolemia the procedure must be terminated if the fluid deficit exceeds 800cc. (B)(4).